Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the introducer for straight catheter left in patient urethra. As per customer follow up information received via email on 21may2026, no physical samples are available. There was a retained introducer in the patient¿s urethra. The introducer was successfully removed, and there was no harm to the patient. No additional care or intervention was required beyond removal. While no injury occurred, they do consider the retention event to be a high concern and are thankful that it did not result in patient harm. Additionally, this issue has occurred in several patients over approximately a six-month period, which further elevates our concern. Removal of the introducer only; no further intervention was necessary. Yes, troubleshooting attempted. Education has been reinforced with staff, and vendor rounding has been conducted to ensure proper technique and correct use of the device. In addition, we have request changes with the innovations team to ensure there was not a removable piece on this product.